Event description:
It was reported that during the canulated screw and ankle fracture the surgeon put in two canulated screws, took an x-ray and didn't like how it looked. Surgeon took out the screw and the head popped off . It was reported that head came off screw while being removed from patient. Extraction bit broke after screw was out of patient and staff was trying to remove screw from bit.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.